Event description:
A customer reported receiving an unspecified high scan on the abbott diabetes care (adc) device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as dizziness, excessive sweating, and a loss of consciousness. The customer¿s caregiver took them to the clinic, where a healthcare professional performed a capillary test that showed a level of less than 20 mg/dl and administered intravenous glucose for the diagnosis of hypoglycemia.there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.